Event description:
It was reported through a journal article - that 72-year-old female developed aseptic loosening. Medial tilting of > 1 degree and anterior translation >1mm migration patterns were noted for this patient. The patient reportedly remained loose at the end-point of the study without revision however other treatment/intervention required is unknown.

Manufacturer narrative:
(B)(4) d2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. G2: canada. Suggested code (annex g)- mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Matthew d. Hickey, antony j. Hodgson, bart l. Kaptein, carolyn anglin, bassam a. Masri. Aseptic loosening is associated with medial tilting and anterior translational migration of the tibial implant in mechanically aligned total knee arthroplasty. Clinical biomechanics 124 (2025) 106474 volume 124106474 april 2025. D10: additional associated products. Unk nexgen femoral lot# unk. Unk nexgen bearing lot# unk.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.